Event description:
It was reported that stent moved on balloon occurred. A 2.75mm x 20mm liberté stent was selected to treat the lesion. The physician noted that during operation, "the balloon slided over the stent and was not located properly on the stent". The device was removed and no patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that while unpacking the device, the stent was noticed to have slipped from its original location. The procedure was completed with another of the same device. The patient's status was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) and stent with a liberte shelf box, product pouch, product mandrel and protective tubing. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. The balloon was tightly folded. Magnified and visual inspection confirmed that the stent was secure on the balloon between the markerbands and had not moved. There was a complete midshaft separation at the exit notch. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the shaft separation or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that while unpacking the device, the stent was noticed to have slipped from its original location. The procedure was completed with another of the same device. The patient's status was good post procedure.